Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, migration, impaired healing, foreign body reaction, capsular contracture baker grade unknown, hemorrhage

Event description:
Patient reported via regulatory agency voluntary sus medwatch [mw5184261] representative reported "stressed", "displacement of breast prosthesis", "renewed wound healing disorder", "exposed prosthesis", "dislocation of the prosthesis valve in the thoracic wall", "initial partial capsular fibrosis" and "minor bleeding"'. This record is for the left side. Device was explanted. Patient underwent capsulotomy and was prescribed cotrim forte. Patient was hospitalized.